Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she has been having low blood glucose lately. This morning she was fine, but then it dropped to 52 mg/dl. She treated with three glucose tablets, but felt she was still going low. She ate breakfast and her blood glucose was 105 mg/dl. She still felt groggy, so her husband called the paramedics. When they checked her blood glucose, it was 20 mg/dl. She was treated with sugar and taken to the emergency room. Customer was feeling foggy and unconscious. Customer is back home now. She was advised to speak to her doctor about adjusting her settings. Nothing further reported.